Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Oil contamination in the air system causing powder to clog the manifold and bowl assembly, oil/water contamination in the air supply hose, clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, no powder flow due to a clogged powder bowl. Debris buildup in the water filter. No operation due to an open condition in the jet-mate handpiece.

Event description:
While the customer was using a g132 scaler, the insert was heating up; no injury resulted.